Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 3006705815-2020-31147. It was reported that patient had high impedance on their lead. X-rays confirmed that one of the leads fractured. It is unclear which lead was fractured therefore both leads will be reported on . Patient underwent surgery on (B)(6) 2020 wherein their both their leads were replaced. Patient is stable and therapy is restored.